Event description:
It was reported that during a laparoscopic hemicolectomy procedure there was no acoustic feedback during activation of the instrument. No clips were fired - anastomose by hand. Procedure was prolonged by 60 minutes. No reported impact to the patient.

Manufacturer narrative:
(B)(4). Additional information: where there any staples in the surgical field? No. Did the red safety remain engaged until firing? No information. Did the device fully cut circumferentially? Yes. What was the appearance of the donuts? Good. Was there a recent conversion to ees devices in this account or with this surgeon? No. Who fired the device? The surgeon. Has the person firing been trained on how to use the ees circular device? Yes. Has the o.r. Staff been trained in preparing the ees circular device? Yes. Is it possible that the surgeon, due to not hearing the sound as loud as he is used to, fired the device twice? It could be! Was the additional procedure time only caused by the difficulties with the device? Or were there other circumstances, patient conditions or surgeons preferences that may have caused the additional time? It was because of the manuell additional anastomosis - maybe a part of the additional time was because of surgeon's preference. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.